Event description:
Catheter broken.

Manufacturer narrative:
Note: product reference 4430095 is not cleared for sales in the USA, but it is similar to the product reference 5430095 cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36970786 which complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of access ports released in november 2020. Investigation results: we did not receive the complaint sample for investigation. We received for review 2 pictures of the explanted device. On these pictures, we can see the access port connected to an approximately 8cm long catheter with a connection ring. The facies of the catheter distal extremity is irregular and it is flattened and ovalized. Conclusion: the catheter is flattened, ovalised at the level of the rupture, this proves that a mechanical stress was applied on the catheter at this level. We can hypothesize that the catheter rupture results from the fact that the catheter was angled, kinked or pinched at the level of the rupture. However, only the examination of the x-ray pictures could allow us to confirm this hypothesis. It is a rare and knwon incident. No corrective action is envisaged.